Manufacturer narrative:
Product summary: hypotony and shallow anterior chamber are considered as expected side effect/complication of this type of surgical procedure and not device related. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There are two similar complaints in this lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device implant procedure, there was excessive flow of the device, therefore a shallow anterior chamber, hypotony and iris touch occurred. The symptoms were treated with an anticholinergic, an ocular viscoelastic, and sutures to the scleral flap. The iris touch resolved on the seventh postoperative day. Suture lysis was performed. The patient experienced prolonged hospitalization. The event outcome was recovered. Additional information was requested.